Event description:
It was reported that on (B)(6) 2010, the 9s x 30 x 136 xact stent was implanted in the carotid artery. During a follow-up appointment on (B)(4) 2012, an ultrasound was performed which found that the xact stent was 80% blocked and the right side of the stent was bent at a 45 degree angle. No treatment has been performed. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Restenosis, is a known observed and potential adverse event of stenting procedures as listed in the xact carotid stent system instructions for use (IFU). A conclusive cause cannot be determined for the reported patient effects and their relationship to the device, if any. There is no indication of a product deficiency.